Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a stroke occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A double curve watchman® access system (was) was used with a 21mm watchman® laa closure device & delivery system (wds). The closure device was deployed proximal with a shoulder, so was safely recaptured. The was exchanged for an anterior was and a second 21mm wds was advanced, successfully positioned and released after determining it met all criteria. That evening the patient was taken for magnetic resonance imaging (MRI)for a "small" stroke. The stroke was ischemic, but the physicians determined that the stroke was inconclusively related to watchman implant. It was noted that the patient's activated clotting time (act) was maintained throughout the procedure. There was imaging performed and no intra-cardiac thrombus seen in la, laa, or on device intra- or post-procedurally. There was no thrombus or dense echo contrast seen prior to implant. There was no jet seen or measured at time of implant. No further patient complications were reported.